Event description:
It was reported that the wall adapter no longer charged the pump. There was no reported impact to the customer's blood glucose level. Customer was able to successfully charge the pump with an alternate wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.